Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads broken in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 15-sep-2016 that he/she bought 4 packages of oral-b flexisoft brushheads, and all of them had broken in his/her mouth while used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.